Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was disposed of and will not be returned. Batch # unk. Additional information received: date of surgery: (B)(6) 2015. Female patient, dob 1943; (B)(6). Patient¿s current condition: patient is fine and on normal ward. Patient¿s pre op diagnosis: pancreatic cancer. No neoadjuvant therapy, no relevant co-existing diseases. Procedure: prepyloric resection of distal stomach. Staple height: green. The tissue was very thick (close to the pylorus) and the device could only be fired with excessive force. On both sides of the cut line staples could be observed but 1 of 3 staple lines were found to be open and the staples were unformed. The staple line was overstitched by hand. No other negative consequences for the patient. The device was used for other dissections during this procedure and functioned normally without any problems. Experienced user. The lot number is unknown.

Event description:
It was reported that during a open stomach procedure, in three different open procedures on the stomach, the devices in position green did not work properly. The staple line was noted to be incomplete. Unfortunately the devices have been disposed of; no further details available. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. Three devices were discarded.